Event description:
Pt at 17 mos postop experienced pain. Xrays showed that the tibial attachment screw had become loose and had dissassociated from the tibial prostheses. Revision surgery using encore implants was successful.